Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized around (B)(6) in 2015 for low blood glucose levels. The customer stated that the hospitalization was not due to any malfunction caused by their insulin pump. The customer did not provide any further information about the incident and declined speaking to the help line about the issue. The customer did not return the product back for analysis.